Event description:
On (B)(6) 2013: pt to outpatient IV therapy for 10 days of antibiotics; nurse attempted midline catheter insertion left arm. Nurse states "catheter would not feed" and she removed it; she did not separate the catheter from the needle. Pt complaining of pain at left arm site on (B)(6) 2013; bedside ultrasound negative for foreign body. On (B)(6) 2013: pt continued complaining of pain; md notified and plain x-ray ordered of the left humerus; no foreign body seen. On (B)(6) 2013: pt saw primary md; stated left arm still painful; md ordered ultrasound and foreign body was noted; pt referred to surgeon. On (B)(6) 2013: op note: "approximately 2mm segment of silicone catheter identified and removed in entirety.